Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver an unspecified solution. At an unspecified time, the male adapter of the secondary tubing set was connected to the lower clave y-site on the primary tubing set for piggyback delivery of an unspecified concentration of methotrexate. After an unspecified length of time in use, the nurse noted a leak at the connection of the secondary tubing set and clave y-site. The customer contact reported "the tubing backs out of the clave and then leaks." It was reported the chemotherapeutic agent did come in contact with the patient's skin. The patient's skin was "washed" and the solution that spilled was cleaned up according to the user facility's protocol. The physician was notified. The tubing sets were replaced and the therapies were resumed. There were no reported adverse patient effects and no reported delay in therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (6). The customer indicated the device was discarded. (B) (4), (B) (4).